Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the camera for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The camera for the navigation system was returned to the manufacturer for evaluation. Testing found that the camera would not power on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while outside of a procedure, the power light of the camera for the navigation system would not illuminated. It was noted that the camera was unresponsive. There was no patient present when this issue was identified. No additional information was provided.